Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line. Evaluation determined the cause to be cracked traces on the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there wa no patient injury.